Event description:
The customer indicated that an emergency room (ER) pt had a urine sample tested with an icon 25 hcg test kit and the hcg result was negative (-). A serum sample was also collected from the pt and was tested quantitatively for bhcg. The quantitative bhcg result was >200,000 miu/ml. The urine sample was retested using a different type of hcg test kit and the result was positive (+). There has been no change to pt treatment that can be attributed to this event.